Manufacturer narrative:
The device was received at zoll medical corporation and the customer's report was unsubstantiated. Review of the device logs showed no evidence of patient use on (B)(6)2020 or any power related errors, resets, or battery error messages. The device was put through extensive testing including full functionality testing without duplicating any malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old male patient, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.